Event description:
Patient undergoing endometrial ablation. The novasure device was introduced into the uterine cavity, seated appropriately. There was a leak found in the tubing proximal to the device. The device was changed out for a new device, although it did not leak, the assessment still failed, several vaseline gauze pieces were placed around the cervix and an allis clamp was placed at the cervix to tighten the seal. No leakage was detected audibly, but there was a lot of play in the movement of the device and the surgeon thought it did not open to the size of the uterine cavity. The device was removed and a device from another manufacturer was used to complete the procedure. There was no patient harm.